Manufacturer narrative:
The glidescope gvm video monitor and the glidescope spectrum smart cable were returned to verathon for evaluation. The technical service representative evaluated the returned video monitor. The returned video monitor produced an image that was stable and clear with good color rendition. The video monitor was returned to the customer. The smart cable was connected to a test video monitor and a test single use blade. The technical service representative found that the image would not appear on the screen. Since there are no repairs available for the smart cable, and the customer was provided with a replacement, the returned spectrum smart cable was disposed of. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would cut in and out rapidly, and would intermittently not show an image. A second glidescope reusable system was prepared in approximately three (3) minutes and was used to complete the procedure. No harm to patient or user was reported.